Event description:
The report from the field indicated that while attempting to withdraw the stent delivery system (sds) back through the hemostasis valve, the stent snagged/caught within the valve and the physician was afraid that the stent would dislodge. He removed the sds and the hemostasis valve as a system. There was no pt injury. The procedure was completed with another cypher stent. During this procedure, the physician advanced the 2.5 x 18mm cypher stent to the target lesion, but it would not cross. While withdrawing the sds back through the system, the stent caught in the touhy hemostasis valve. The physician removed the valve with the sds still in it and both are being returned to cordis. To the best of his recollection, the stent did not dislodge from the balloon; however, the physician was afraid that it would. The procedure was successfully completed with another 2.5x18mm cypher stent without difficulties. There is no further info regarding the pt demographics or lesion characteristics available, as the tech cannot remember which actual case during which this event took place, only the circumstances of the event itself.

Manufacturer narrative:
The product has been returned for analysis, the results of which are pending. Additional info will be submitted within 30 days of receipt.